Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, upon interrogation the pulse generator exhitbited backup vvi mode. No intervention had been reported.

Manufacturer narrative:
Should have been 'additional information rather than blank.